Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colon surgery, the surgeon tried to fire the device after the first reload was loaded, however, it could not fire they then replace the reload, but then same event occurred. They then used the third reload and the firing was completed with no problem. The surgical time was extended by less than 30 minutes. There was no patient injury.